Manufacturer narrative:
Updated fields: b3, b5, h4, h6, and h10. The subject device was returned and evaluated. The evaluation confirmed the reported damaged cable and image failure. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported event. The DHR confirmed that the subject device was shipped in accordance with the specifications. A definitive root cause for this issue was not established. However, it is probable that the image failure occurred due to a faulty cable. The cause of the fault was not determined. Olympus will continue to monitor field performance for this device.

Event description:
It was further reported that the incident was observed prior to the procedure.

Manufacturer narrative:
The device has been returned to olympus for evaluation and the evaluation is currently in process. The initial investigation found a faulty cable that caused no image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, there was physical damage to the universal code/video cable of the hd camera head. There were no reports of patient harm. Additional details relating to the patient and the event have been requested, but no response has been received at this time. During the inspection and testing of the returned device, the image was not displayed due to a faulty cable. This MDR is being submitted to capture the reportable malfunction found during device evaluation.